Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. The device was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 125cm proximal from distal tip. The manifold and strain relief were not returned for analysis. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 16apr2019. It was reported that crossing difficulties was encountered. The 85% stenosed with 24mm in length target lesion was located in the moderately tortuous and mildly calcified and 2.75 mm in diameter left anterior descending. A 2.75 x 24 synergy stent was advanced but could not cross the lesion. The procedure was completed with a different device of the same model. No patient complications reported. However, device analysis revealed a broken hypotube.